Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, instructed the customer to put it into storage mode, and asked them to return it with a prepaid label within ten days, which the customer acknowledged. The customer will continue using the current pump as backup therapy.